Event description:
It was reported that during cleaning the hospital noticed black deposits in the bed base around the humidity inlet hole and humidifier container. The field engineer found the black rubber insulation around the heater housing had been broken into small pieces. The heater assembly was replaced. No pt injury was reported. The device is currently being evaluated. A follow up report will be submitted within 45 days.